Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. It was reported that the first port of five (5) interlink system continu-flo solution sets was collapsed and leaking. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One single-use sample was receive for evaluation. The sample was returned contaminated with blood. A visual inspection was performed on the sample and the fourth y-site was found to have a collapsed septum. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. A batch review was conducted for lot r18h04062 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.